Event description:
Customer reported a past incident of low blood glucose, but the specific value was unknown, as it was displayed as "low." Cause was not known. Customer consumed carbohydrates as a corrective action and had the control-iq feature activated on their insulin pump. Cts advised consulting a healthcare professional to discuss factors potentially affecting blood glucose levels.